Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain, redness and swelling at the ipg and lead site. The patient was presented to the emergency room. The patient was prescribed with antibiotics.

Event description:
It was reported that the patient was experiencing pain, redness and swelling at the ipg and lead site. The patient was presented to the emergency room and the patients blood works were normal, no fever, no hematologic sign of infection. The patient was prescribed with antibiotics. Additional information was received that the cause of infection was unknown. The patient ended antibiotic therapy and no longer needed surgery. The patient was doing well postoperatively.